Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple insulin pump error. Troubleshooting was performed; the device failed to meet specifications. Customer was asked verbally and written to return broken pump for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected post-reset ram crc alarm, trace pointers are invalid error and history pointers failed and history pointers are corrupted error alarms noted during testing. (B)(4).